Manufacturer narrative:
The customer indicated that the device will not be returned for testing and investigation; however, they will conduct testing at the user facility. Although the device is not returning, the manufacturer investigation is not yet complete.

Event description:
The customer reported a patient in the ICU was intended to receive a midazolam infusion of 3mg/hour, based on the physician¿s order. During set up, the operator of the device programmed the infusion for 4.5 mg of midazolam instead of 45mg, which resulted in the pump delivering at a rate of 83ml/hour, when it was intended to infuse at 8.3ml/hour. Subsequently, the patient¿s monitor alarmed for hypotension, and the infirmary staff revived the patient and started inotropic support. The patient also experienced bradycardia. When the staff noted the incorrect programming of the device, they suspended the midazolam infusion.

Manufacturer narrative:
Although the device was not returned for testing and investigation, the manufacturer did conduct product complaint investigation activities at the user facility. A device history review did not find any similar complaints. The device event/alarm history was downloaded and reviewed. There were no relevant or related findings for the date/time of the customer reported event. The customer did not provide their in-house service/repair history. Visual inspection of the device indicated that the pump was in good condition. The device passed performance verification testing (pvt) but a 4 hour and 16 hour stress test protocol could not be conducted. The complaint was not confirmed and no problem was found with the device, therefore no probable cause could be determined.

Event description:
The customer reported a patient in the ICU was intended to receive a midazolam infusion of 3mg/hour, based on the physician¿s order. During set up, the operator of the device programmed the infusion for 4.5 mg of midazolam instead of 45mg, which resulted in the pump delivering at a rate of 83ml/hour, when it was intended to infuse at 8.3ml/hour. Subsequently, the patient¿s monitor alarmed for hypotension, and the infirmary staff revived the patient and started inotropic support. The patient also experienced bradycardia. When the staff noted the incorrect programming of the device, they suspended the midazolam infusion.